Event description:
The facility reported that the patient was being transferred into the bath. When the seat was at its highest point over the bath, the caregiver pressed the lower button but nothing happened. She repeatedly pressed the lower button and then the chair suddenly dropped into the bath. No injuries were reported. (B) (4).